Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: "surgical instruments are subject to wear with normal usage. Instruments which have experienced extensive use or excessive force are susceptible to fracture."

Event description:
It was reported a patient underwent an anterior cruciate ligament procedure on (B)(6) 2016. During the procedure, the tip of the driver fractured off while tightening a screw. All pieces of the fractured driver were removed. Another driver was used to tighten the same screw. The screw subsequently fractured. The fractured piece of the screw remains implanted in the patient. As reported by the surgeon, the implanted piece of screw provides adequate fixation. There was a 15 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.